Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device won't power on. Furthermore, the customer has confirmed that the ac module, battery, and power cord were functioning properly. There was no reported patient or user involvement and no adverse patient/user impact.